Manufacturer narrative:
Initial reporter phone number and address were not provided.

Event description:
The advocate stated the patient received a blood glucose reading of 210 mg/dl on the contour next ez, re-tested on a different meter and the reading was 87 mg/dl. The difference between the readings falls in the "c" zones of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Replacement test strips were sent to the customer.